Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant a 20 year old male patient presenting with cardiomyopathy for impella support. During support, positive cultures were identified and the device was removed. Upon removal, a large thrombus was found on the device with residual clot burden in the access site. Manual extraction to remove residual clot was required as intervention. After a new pump was inserted, cultures came back negative.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2022-01542 was provided in sections b2, b5, d4, d6, and h6.

Event description:
Additional information was reported that the patient had an onset of hemolysis and pink/red tinged urine) that required one unit of packed red blood cells. Urine cleared overnight after pump repositioning. Placement suction alarms reported, but alarms resolved after patient received sedation and body repositioning. Also, right groin bleeding was present. The patient had popped retention suture with coughing overnight. Site was redressed and sutured. The patient was taken to the cath lab for repositioning of cp despite multiple unsuccessful bedside attempts. Unable to successfully reposition pump in cath lab, but large amounts of bubbles present whenever pump moved visible on echo (similar to a bubble study). Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
Data logs showed there were all pump performance metrics were within specification toward the end of support, including the purge pressure and flow. No "air in purge" alarms occurred. Since the product was not returned, the cause of the embolism and its relation to the impella were not determined. Images received from the field confirmed the presence of thrombus around the cannula and on the pigtail. The impella was used beyond its design life of 8 days, which increases the risk of potential complications. Regarding the infection, the impella device was confirmed to have been sterilized under validated conditions and the relation to impella was determined to be unknown. This report is being filed as part of a retrospective review of historical records.